Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted; explanted date: device was not explanted; phone number- requested, not provided. The actual sample was received for evaluation. Visual inspection revealed that the distal end of the device had been fractured off. The distal fractured section was not returned for evaluation. Magnifying inspection of the fractured area revealed that the outer layer had been stretched, and the reinforcement had been frayed, and exposed. In comparison with a current finecross mg sample, the actual sample was found to have lost the distal tip, and the gold coil marker. Further magnifying inspection found an elongation in the shaft on 0mm-160mm from the fractured distal end. Due to the elongation of the shaft, the length of the missing portion could not be confirmed. Electron microscopic inspection revealed some abrasions on 0mm-10mm from the fractured distal end. From this, it is likely that the actual sample came into contact with a hard object. The outer diameter of the shaft, and the inner diameter of the hub were measured and confirmed to meet the factory's specifications. The inner diameter of the distal end could not be measured due to the fracture. An attempt was made to insert a factory-retained runthrough ns sample (0.014-inch guidewire) into the actual sample from the hub. The guidewire was advanced through the catheter over the entire length successfully. Reproductive testing was performed, and a factory-retained finecross mg (catheter) combined with a factory-retained runthrough ns (guidewire) was inserted in a mock vessel. While the distal end of the catheter was trapped in the mock vessel by being pinched with forceps, the catheter was pulled in the withdrawal direction. As a result, the catheter became fractured. At the fracture end, the reinforcement was exposed, and the outer layer became tapered. The shaft on 0mm -125mm from the fractured distal end had been elongated. Another catheter sample was combined with a guide wire sample, trapped in a mock vessel in same way as above, and then one-way torque force was applied to the catheter. As a result, the catheter shaft became twisted and kinked; however, fracture of the shaft did not occur. A review of the device history record and the product release decision control sheet of the involved product code/lot# combination was conducted with no findings. IFU states: do not torque the product if it is or seems stuck in order to avoid separation or breakage of the product. Carefully handle the product under high resolution fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out cause of the resistance in order to avoid damage to blood vessels and separation or breakage of the product. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that when the actual sample was inserted in the lesion, it was likely that the distal end was exposed to and trapped by a hard object (e.g., calcified lesion). In order to release the trapped state, it was likely that the actual sample was subjected to pulling force, which may have caused the catheter to be fractured with the elongation of the shaft. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
This reported event has been deemed reportable based off visual inspection of the actual sample upon receipt. The user facility reported that the involved fine cross mg was used during the pci surgery for patient with severe calcification and 99% stenosis in the lad. 6f ebu and run through guidewire was used to across the lesion. Fine cross 130 was then used to assist the guidewire control. The tip of fine cross was found kinked when crossing the lesion. They stopped to use and changed to a new fine cross 130. The following procedure went on well, and no harm was found on the patient. The procedure was completed successfully.